Event description:
It was reported that during a left colon procedure, the device stapled but would not cut, causing a tear of the tissue. The device was removed with force, which caused the tear. The procedure was converted to a permanent colostomy. The patient's current condition is fine.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.